Event description:
Caller alleged discrepant inratio results. Results as follows: visiting nurses always perform meter test for pt self tester. On (B)(6) 2012 - pt was released out of nursing home and immediately started drinking alcohol regularly. Pt has a history of alcoholism. On (B)(6) 2012 - nurse's inratio =4.2, pt's inratio =7.1 compared tests within 5 mins of each other using the same finger stick. Caller is unsure which meter had sample applied first. Customer cannot remember details of finger stick technique, and is not sure if pt's or nurse's strips were used, no lot number available. On (B)(6) 2012 - went to ER for severe coughing and breathing problems. Nurse thought it possibly due to alcohol withdrawal symptoms. On (B)(6) - lab inr=3.6. Pt was given 2 pints of blood because of severely low hematocrit of 20%.

Manufacturer narrative:
Customer reported pt having bruised arm and having low hematocrit (20%). Per product user guide - limitations, hematocrit ranges between 30-55% will not affect test results." Pt's current health status at the time of coagulation may contribute to unexpected inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2012, inratio: 7.1, reference: 4.2, mean: 5.65. A 3.6 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The calculated mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. As of (B)(6) 2012, strip lot info was not provided, product is not expected to return. Unable to perform in-house investigation. No further testing is required at this time. Corrective action not required at this time.